Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 501 mg/dl, 444 mg/dl, 172 mg/dl and 126 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer stated that the cell-dyn analyzer did not detect a waste full container. The customer inspected the waste outlet cable and connections with no damage or issue identified by the customer. The waste outlet tube assembly will be replaced in order to resolve the issue.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.